Manufacturer narrative:
H3: the pump and catheter were returned. Non-destructive analysis found that there were no pump anomalies and no further destructive testing was required. Analysis of the catheter was not preformed regarding the reported non-analyzable medical issue. B5, h6 patient coding update/correction: corrected to include type of infection (developed staph aureus post implant to the pump pocket and back incision). The previously applied patient code e1905 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the patient developed staph aureus post implant to the pump pocket and back incision. The patient required hospital admission for intravenous antibiotics. It was reported the patient was in the hospital for over one week and was still in the hospital as of (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0225509590; implanted: (B)(6) 2023; explanted: (B)(6) 2023; product type catheter pro duct ID 8781 lot# 0225509590; implanted: (B)(6) 2023; explanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to require removal of her whole system due to an infection. The patient was admitted today, (B)(6) 2023, into the hospital and was being investigated for some kind of spinal infection. The patient is booked for surgery tonight to remove her system. The managing hcp was providing care to the patient. The issue was not resolved at the time of this report and the patient¿s status was asked but unknown. The patient's medical history was asked but unknown. Additional information was received from a foreign healthcare provider via a company representative. It was reported the explant date of the devices was (B)(6) 2023. It was unknown if the issue was resolved at the time of this report.